Event description:
Edwards received information that a patient with a 23mm carpentier-edwards perimount valve implanted for unknown period underwent acute aortic valve replacement (avr) due to paravalvular leak. Before avr, the patient was a candidate for valve-in-valve for observed aortic regurgitation.

Manufacturer narrative:
A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm carpentier-edwards perimount valve implanted for unknown period underwent valve-in-valve procedure due to aortic regurgitation.

Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.